Event description:
Per the clinic, the patient reported no sound with device use and subsequent loss of connection to the internal device. However, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.